Event description:
Clinician contacted seaspine to report a case where the iliac bolts have appeared to have worked themselves loose. The patient allegedly was having pain in the region before the clinician discovered the loose bolts. No other information has been received. Follow-up to this report will be done once product or additional information becomes available.